Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and dehydration.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. It was indicated that the receiver was displaying low; however, they felt dehydrated and the bg meter was reading 500mg/dl. The patient's mother dosed the patient with insulin and then drove the patient to the emergency room (ER) at 9:00am. Treatment at the hospital is unknown and the patient was released at 1:30am the following day. At the time of contact, the patient was doing good. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.